Manufacturer narrative:
Return of product has been requested. Reporter returned toothbrush head on (B)(6) 2018. Product investigation is in progress.

Event description:
Lip caught [lip injury], gap in the brush connection, lips caught in between [injury associated with device], upper part of the attachment (the brush) became loose in mouth / brush became completely detached in the mouth [device breakage], gap in the brush connection [device physical property issue]. Case description: consumer e-mailed stating that his wife had the upper part of the attachment (the brush) become loose in her mouth. No injury was reported. Follow-up: two brush heads had a gap in the brush connection and the consumer's wife's lips got caught in between. Two brush heads had the brush become completely detached in the mouth. No serious injury was reported.

Manufacturer narrative:
20-jul-2018 product investigation results: reporter returned toothbrush head on (B)(6)2018. Toothbrush head confirmed to be counterfeit.

Event description:
Lip caught [lip injury]. Gap in the brush connection, lips caught in between [injury associated with device]. Upper part of the attachment (the brush) became loose in mouth / brush became completely detached in the mouth [device breakage]. Gap in the brush connection [device physical property issue]. Product counterfeit [product counterfeit]. Case description: consumer e-mailed stating that his wife had the upper part of the attachment (the brush) become loose in her mouth. No injury was reported. Follow-up: two brush heads had a gap in the brush connection and the consumer's wife's lips got caught in between. Two brush heads had the brush become completely detached in the mouth. No. Serious injury was reported.